Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that since about mid-august their ins battery has been depleting faster than normal. Pt stated they are now having to recharge more than once a day and the ins battery is only lasting about 12 hours. Pt mentioned how they would recharge the ins to full at night and then when they woke up it had decreased to 90% charge level. Pt mentioned that one day they left the stimulation off all day and took aleve as a substitute for therapy; however, the implant battery still depleted and needed to recharged even though it had not been used all day. Pt also noted that the amount of time it took to recharge the ins has increased. They noted they saw a screen with a red triangle, but could not remember exactly what the screen said. On the (B)(6), pt met with their physicians assistant and they programmed patient and increased the stimulation intensity from 4.5 to 8.5. Pt confirmed that did not help with the implant battery. During the call, pt reset the controller and attempted to recharge the ins. The controller displayed no device found pt went into passive recharge mode, and after a few minutes pt connected and had excellent recharge quality with 100% charge on the implant. Pt confirmed no visible damage to the recharger. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.